Manufacturer narrative:
Product complaint # (B)(4) . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while surgeon was doing an attune primary tka, the femoral impactor tip broke in half during impaction of the femoral component. He completed impaction with the fb tibial impactor tip which also broke in half. He was concerned that the failure could cause damage to components. All pieces retrieved from patient. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.